Event description:
It was reported that there was a catheter "malfunction." A CT myelogram was performed; however, the reporter was unsure if the results were normal or abnormal. The device system was used to deliver lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient experienced withdrawal symptoms followed by overdose symptoms twice. Specific symptoms involved in the event were hypotonia and severe spasticity. It was stated that there was an unknown issue with the distal segment of the catheter. A catheter dye study on (B)(6) appeared normal, but a CT dye study the same day showed no spread of the dye. Normal rotor movement was also seen that day in a pump rotor study. It was noted that there were multiple dose adjustments throughout the withdrawal and overdose symptoms. A catheter revision was performed on (B)(6) and it was reported that the patient recovered without sequela.